Event description:
The reason for this report is to let FDA know that this facilitie's pacu unit has had this happen more than once to pts who have requried warming blankets to raise their body temperatures after surgical procedures. The o.r. Manager requested the facility file this because the augustine medical warming blanket does not warm pts adequately or quickly enough. Pt is hypothermic to long.